Event description:
Company reports that my heart rate never got below 50 beats per minute on all the listed medical equipment. My heart never reached 50 beats while having the monitors and telemetry both on. Prior to yesterday, I had been keeping tracked using a combination of at home devices as a quality check because the previous test reports were so far off from the actual.